Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed and no anomalies were found. It was also noted that the defibrillator conductor was distorted, several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead and there was apparent explant damage.

Event description:
It was reported that the lead had dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.